Event description:
The nurse twisted off the bi-fuse and tip of tubing cracked off and remained stuck inside of broviac. It took several hours before someone was able to successfully remove the piece using forceps.

Manufacturer narrative:
After receipt of the used unit, an investigation will be completed and a f/u report filed. (B)(4).